Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-60, serial# (B)(4), product type: lead. Product ID: 3986a, lot# n226484, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and comple x reg pain syndrome type ii. It was reported that the patient¿s implant did not working anymore. The patient reported that the device hurts their neck where the leads are. The patient stated that they can feel where the lead wire is in their back where they didn¿t feel it at the beginning post implant. The patient also mentioned that the ins hurts them as well. The patient noted that this pain was different than their chronic pain and believed it was related to the stimulator and leads. The patient tried to follow-up with their healthcare provider (hcp), but was redirected to the manufacturer. The patient planned onmeeting with a manufacturer representative. No further complications are anticipated.